Event description:
This ICD was electively explanted as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion lyra model ICD's. This ICD was explanted in 2003.